Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter broke after 77 days of being placed in the patient. It was placed on (B)(6) 2012 and broke on (B)(6) 2012. The catheter is located in the right subclavian. There is a blood leak at the junction of the catheter body lumen. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.